Manufacturer narrative:
Qn#(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr fos iab. The distal end of the teflon sheath was approximately 5.7cm from the iab distal tip. The one-way valve was connected and tethered to the short driveline tubing. The iab hemostasis cuff was connected to the cathgard. Light spots of blood were noted on the exterior of the iab bifurcate, sheath and bladder membrane. The bladder membrane was fully unwrapped. The location of the kink noted is at approximately 47.7cm from the iab distal tip. Bends were noted at approximately 5.3cm and 25.7cm from the iab distal tip. The fos connector and cal key were examined. The fos connector was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue slide housing was examined and no abnormalities were noted. The cal key was intact. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. See other remarks section for continuation. Other remarks: the cal key and fos were connected to the iabp. The cal key was recognized. The pump status displayed "ll" (low light) and "pl" (pressure limit), indicating a possible broken fiber. The fiber was found broken approximately 5.7cm from iab distal tip. The full length of the fiber was confirmed present with no other notable breaks. A lab inventory 0.025 inch spring wire guide (swg) was back loaded through the iab distal tip. Resistance was noted at approximately 5.5cm from the iab distal tip. The swg could not advance at approximately 26.7cm. Blood was noted on the swg upon removal. The swg was front loaded through the iab luer. The swg could not advance at approximately 34.4cm from the iab luer. No blood or debris was noted. The sheath was removed from the iab bladder. There was difficulty pulling a vacuum on the bladder and the sheath had resistance. The flex tip assembly had more damage after removing the sheath. The iab was submerged in water with the iab luer and distal tip blocked off and leak tested. No holes or leaks were detected. Full inflation was achieved. The unit passed leak test. The iab could not be pump tested due to the damaged state of the iab. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of the balloon would not inflate completely is confirmed. The damage to the flex tip assembly is consistent with balloon inflation difficulty. The root cause of the broken flex tip assembly is undetermined.

Event description:
It was reported by the cath lab that the md inserted the intra-aortic balloon (iab) into a male patient's right femoral artery. The balloon would not completely open. The final 1/3 of the balloon would not unravel so the balloon had to be removed. There was no death, injury or complications. There was a delay/interruption in therapy with no cause harm. The second iab was inserted in the same insertion site. Additional information received stated that they did not try to manually inflate the balloon by using a syringe.

Manufacturer narrative:
(B)(4)

Event description:
It was reported by the cath lab that the md inserted the intra-aortic balloon (iab) into a male patient's right femoral artery. The balloon would not completely open. The final 1/3 of the balloon would not unravel so the balloon had to be removed. There was no death, injury or complications. There was a delay/interruption in therapy with no cause harm. The second iab was inserted in the same insertion site. Additional information received stated that they did not try to manually inflate the balloon by using a syringe.